Event description:
An angio-seal device was deployed following a pre-placement femoral angiogram. The patient developed a retroperitoneal hemorrhage and the angi0-seal device was removed from near the inguinal ligament. The physician stated the device may have caught on the ligament during deployment.